Event description:
Reason for check: patient being admitted high atrial threshold. Measurement consistent with historical values. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).